Manufacturer narrative:
This report is filed to provide correction on the assessment of the reportability from a serious injury to a malfunction for this reported event. The incision enlargement was required to remove the damaged lens from intraocular space; therefore, the suture placement was not intended to treat an injury. The patient interventions are prophylactic measures and there is no laceration in the procedure so the event is reportable as a malfunction (haptic damaged). Therefore, the following fields are being updated: section b1 report type: product problem (e.g. Defects/ malfunction) section b5 describe event or problem: it was reported that the intraocular lens (iol) leading haptic could not open and the lens haptic broke after implanting the iol in the patient's eye. The wound had to be extended to remove the iol. There was sutures performed and medications prescribed. The patient was temporarily impaired and his daily activities were significantly affected. Patient is currently aphakic. There was delay in treatment and no other interventions performed. No further information was provided. Section h1 type of reportable event: malfunction section h6 health effect - clinical code: 4582 - no clinical signs, symptoms or conditions. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a: if implanted, give date: not applicable, as lens was removed during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed during the same procedure. Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6- health effect - clinical code 4581: no code available (incision enlargement). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) leading haptic could not open and the lens haptic broke after implanting the iol in the patient's eye. The wound had to be extended to remove the iol. There was sutures performed and medications prescribed. The patient was temporarily impaired and his daily activities were significantly affected. Patient is currently aphakic. There was no delay in treatment or other interventions performed. No further information was provided.